Event description:
It was reported that the pump was unresponsive.

Manufacturer narrative:
There was no adverse event associated with this complaint. The pump has not been returned to animas. If the pump is returned, animas will conduct an evaluation and a supplemental report will be filed. No conclusions can be made at this time.